Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found the device had no telemetry and no pacing output. Battery depletion caused the device to lose telemetry. The device was fully functional and operated with normal current drain when powered with an external source. There was no evidence to indicate a problem with the battery.no device data was available to determine the state of the device at any time during its service life that would help explain the depletion. Without such data, the analysis results are inconclusive. It was reported that the device could not be interrogated, and there was no magnet response. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy.

Event description:
It was reported that the device could not be interrogated, and there was no magnet response. The device was explanted and replaced. No patient complications have been reported as a result of this event.